Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the station. The technical support specialist (tss) reported that the customer stated the user was able to log in after the ticket was raised, and after informing the customer that the tss would validate the user account, tss dialed into pwvs01mdes0001, logged on to platform evaluation server (pes), confirmed that the user account was active and assigned to the 7south area, found no errors in the medapplication logs, sent an email to the customer to confirm resolution, and received acknowledgment from the customer for case closure. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to login the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.